Event description:
Boston scientific received information that this right atrial lead noted to have pacing impedance levels greater than 3000 ohms along with reduced p wave sensing due to a lead fracture. The lead was explanted and replaced with no adverse patient effects other than the additional procedure reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis noted the lead was returned in two segments. The proximal segment was 18.2 centimeters with a severed distal end, and the distal segment was 31.8 centimeters with the proximal end severed. There were approximately over 2 centimeters of lead body missing that was not returned. No fractures were observed on the returned segments of lead, and both segments passed a continuity test ensuring the conductor was in tact. Testing could not confirm the lead fracture, however it was noted that the lead was returned in two parts and had a segment missing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--